Manufacturer narrative:
H6: investigation summary three photos were received by our quality team for evaluation. From the photos, the safety shield was observed to be activated but the cannula was not engaged into the safety shield. A device history record review found no non-conformances associated with this issue during production of this batch. The primary packaging line was reviewed and there is no contact point that can cause the non-conformance. The needle was supplied by bd curitiba and bd curitiba has been notified of this complaint. A review of the internal manufacturing device records and raw material history files were reviewed and a quality notification that could potentially be related to this nonconformance was found, however after the photos have further analyzed, the team was not able to determine the root cause of this nonconformance. H3 other text : see h10

Event description:
It was reported that needle eclipse 18x1-1/2 rb had a safety mechanism failure. The following information was provided by the initial reporter: material no: 305766 batch no: unknown   it was reported that some of the needles that go into the needle safety lock are not fully engaging and exposing the needle partially posing a safety hazard.   Verbatim: department manager ¿ xxxx notified me, today, they are experiencing difficulties with the bd#305766. It was stated on some of the needles that go into the needle safety lock are not fully engaging and exposing the needle partially posing a safety hazard. I have attached a picture of the needles and below are pictures from the nurses. Unfortunately, this occurred on wednesday and they did not keep the defects. I asked if they would like the sales rep to come to the department, however, they declined at this time but stated they sent a notice out to their staff and requested they save any additional needles that malfunction.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle eclipse 18x1-1/2 rb had a safety mechanism failure. The following information was provided by the initial reporter: material no: 305766 batch no: unknown   it was reported that some of the needles that go into the needle safety lock are not fully engaging and exposing the needle partially posing a safety hazard.   Verbatim: department manager ¿ xxxx notified me, today, they are experiencing difficulties with the bd#305766. It was stated on some of the needles that go into the needle safety lock are not fully engaging and exposing the needle partially posing a safety hazard. I have attached a picture of the needles and below are pictures from the nurses. Unfortunately, this occurred on wednesday and they did not keep the defects. I asked if they would like the sales rep to come to the department, however, they declined at this time but stated they sent a notice out to their staff and requested they save any additional needles that malfunction.